Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection noted that no defects, but procedural fluid was noted on the device indicating that the device was actually used inside patient. During functional testing, the balloon underwent inflation testing and was found to be leaking, thus confirming the reported event. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
Analysis of the returned device revealed that the subject balloon was leaked inside the patient¿s anatomy during procedure. No consequences to the patient were reported.